Manufacturer narrative:
Adhesion is a potential complication noted in the ovitex lpr instructions for use and adhesions may form with or without the use of surgical mesh.

Event description:
A patient underwent ipom hernia repair to address a recurrent ventral hernia with primary closure obtained. Approximately six weeks later, the patient presented with a small bowel obstruction necessitating reoperation. During the procedure adhesions were noted and lysed. A separate internal hernia was discovered and repaired concomitantly.